Event description:
The customer reported being hospitalized for four days with diabetes ketoacidosis and high blood glucose of 1480mg/dl. The customer stated that she changed the infusion set three times in the last twenty four hours. The caller stated that she gave a bolus, but her blood glucose was still high. Troubleshooting was performed, and the device did not alarm no delivery with 5.0 units fixed prime on the current infusion set. The customer stated that the night before she gave a bolus and her glucose level was 516, but an hour later went up to 587mg/dl. The drive support cap did not appear to be damaged. Assisted the caller to run the manual prime and the insulin did exit. Reviewed the alarm history and found several different alarms. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.